Event description:
(B)(4) has received an attorney letter alleging the following incident: a patient drove a power scooter from her condominium to deliver a bag of trash to the trash room in the same building. It was reported that the patient had a seat belt on and was keeping the trash bag between her feet on the scooter. It is alleged that while in the trash room the seatback of the scooter broke allegedly causing the patient to fall backwards, striking her head and subsequently die from asphyxiation. This MDR report is based on the attorney letter.